Event description:
Lic. Olga chupa pareja mentioned that are already 6 cases of rupture of the catheter at the level of the connector cone and in other cases there is a leak at the level of the luer lock adapter.

Manufacturer narrative:
The sample is not available for return. However, videos and images were provided of the reported issue. Evaluation of the provided videos and images confirmed leakage and breakage. Without the sample to review, the root cause cannot be conclusively determined. Careful handling is required during the procedure as not to cause damage to the soft silicone catheter. The IFU warns users: do not use hemostats or clamps on catheter or hub connection. Never use catheter for high-pressure injection. Syringes smaller than 10 ml and mechanical high-pressure injectors can generate pressures capable of rupturing the catheter. Never use force to flush the catheter if resistance is met. Solutions containing high concentrations of alcohol can temporarily weaken the structure of polyurethane material. For polyurethane catheters, minimize exposure to alcohol solutions. Do not expose the catheter to acetone or acetone/alcohol solutions. Do not use if package is opened or damaged. Do not cut stylet. If cut, stylet can potentially damage the catheter and harm the patient. Never use force to advance the catheter. Resistance could indicate a vein obstruction or malposition of the catheter. Never use force to remove the stylet. Resistance can damage the integrity of the catheter and the stylet. Do not hold the catheter with forceps while removing the stylet. Syringes smaller than 10 ml can generate high pressures (greater than 40 psi) capable of rupturing the catheter. Never place tape strips over the catheter tubing. This will compromise the strength and integrity of the tubing."

Manufacturer narrative:
The sample is unavailable for return. However, images were provided for review. A follow-up report will be submitted once the investigation has been completed.

Event description:
(B)(6) mentioned that are already 6 cases of rupture of the catheter at the level of the connector cone and in other cases there is a leak at the level of the luer lock adapter.